Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014. The physician received several unsuccessful cavity integrity assessment (cia) tests and the procedure was aborted. "Two days later, the patient returned with pain. The doctor did a diagnostic laparoscopy and found inflammation, a hematoma and a uterine perforation. She did a hysterectomy. The patient was admitted for 2 days and is now doing well".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Concomitant product: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).